Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Not sure if tampon is stuck inside- vagina [foreign body in reproductive tract]. Tampon without a cord [device physical property issue]. Case description: consumer reported via phone that tampon did not have a cord. No serious injury was reported.